Event description:
On 7/30/96, a crew arrived to find a male aged 74 in cardiac arrest. He was approx 175 lbs. The crew attached the device and was able to shock the pt one time at 200 j, then the unit reportedly prompted "check electrodes." The crew replaced the pads, but got the same prompt. Paramedics arrived, took over pt care, and transported the pt to a hosp. Pt outcome is unknown at this time.